Event description:
Boston scientific received information that an x-ray revealed this left ventricular lead was dislodged. A revision procedure is intended. No adverse patient effects were reported.

Event description:
Additional information was received: during a further follow up visit, interrogation revealed this lead was not capturing at maximum pacing output settings. A revision was performed. This lead was removed and replaced. No return of product is intended. Good capture was obtained with the replacement lead. No adverse patient effects were reported. The patient with this lead is not left ventricular lead dependent.

Manufacturer narrative:
As of this date, this is the information known. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.